Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4)and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. Device evaluation: the product was returned to the manufacturing site. The product was received loose within its original box along with its daisy wheel. A visual inspection of the lens shows it was cut in half, most probably to aid in explant. Based on the condition of the lens, further analysis is not possible. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 intraocular lens (iol) was removed and replaced with a different type of lens due to the patient's capsule tear during the initial procedure. There is no indication of patient injury. No further information was provided.